Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 400 mg/dl. The customer experienced symptoms of fatigue and nausea. The customer had treated with a manual injection. The drive support cap appeared normal and recessed. The customer found air bubbles and was advised to prime them out. Insulin did exit with the manual prime and no leaks were observed. The insulin was new and clear. The insertion site was not sore or irritated. The time and date were correct and the bolus wizard and basal rate settings were programmed accurately. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.